Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2023. During the procedure, the physician inserted the scope into the patient and located the varices. He was able to deploy two bands successfully on the varices; however, it was noticed that several bands did not stay onto the patent's varices, it fell off the varices immediately. It was reported that the suctioned tissue was enough before the band was deployed, and there was no scar tissue present. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. Additional information received on february 19, 2024: the speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block g2: medwatch number is mw5149703. Block h2 (additional information): block b5 has been updated based on the additional information received on february 19, 2024. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block g2: medwatch number is mw5149703. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2023. During the procedure, the physician inserted the scope into the patient and located the varices. He was able to deploy two bands successfully on the varices; however, it was noticed that several bands did not stay onto the patent's varices, it fell off the varices immediately. It was reported that the suctioned tissue was enough before the band was deployed, and there was no scar tissue present. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event.